Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in emergency room after receiving shock. Upon interrogation, it was noted that the right ventricular lead was dislodged and was sensing atrial and right ventricular signals. It was believed that the dislodgement was due to patient¿s excessive arm movements post implant. Tachy therapy was disabled. The patient presented for lead repositioning on (B)(6) 2018. The lead was successfully repositioned but the lead had issues extending the helix. The lead was explanted and replaced. The patient was in a stable condition post procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal. It was noted that the steroid plug shifted towards the distal tip.

Manufacturer narrative:
Correction: patient weight should have been included in the previous report.